Manufacturer narrative:
The sample was not available for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred, although this was unable to be confirmed since the sample was not available for evaluation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the anchor did not deploy from the angio-seal device. There was no harm to the patient.